Manufacturer narrative:
Results evaluation codes: device evaluation examination of the returned product confirmed the customer report of the separation in the velcro tapes on an infant sized tracheostomy tube holder. It appears this event may be due to an insufficient bond. This device was not able to be safely decontaminated for the return to the supplier for investigation. The supplier, has been notified of this event. A review of the compalints database shows no similar reports on this catalog or lot number. This appears to be an isolated event.